Event description:
Reference medwatch 1219856-2008-00137 for the first event involving the same patient. The intra-aortic balloon (iab) was prepped per instruction and handed to the md to insert via the existing sheath. As the iab was being inserted into the sheath, the membrane began to unwrap. As a result, a third iab was requested by the md. The third iab was prepped per instruction, and the technician held the syringe on the on-way valve with negative pulled during the insertion. The third iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.